Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pump separates from pole clamp. The unit was triaged and the reported issue was confirmed. The back case had broken plastic around the pole clamp port. Approximately one third of the circumference of the hole had been completely cracked, only being held on by the blue rubber. The metal insert was completely missing. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pump separates from the pole clamp. There was no patient involvement.